Manufacturer narrative:
The event date is approximate. The device serial numbers or manufacturing numbers were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
A consumer reported that their diamondclean power toothbrush charger burnt and glass cup exploded. No property damage and no injury were reported.

Manufacturer narrative:
D4: serial number was identified and updated during analysis. H4: device manufacture date was identified and updated during analysis. Analysis results: the root cause of the customer¿s complaint was a burned charger.